Event description:
The end user reported while unloading a patient from the ambulance, the stretcher's safety bail allegedly did not engage with the hook and the stretcher lowered to the ground from the ambulance. It was confirmed neither the patient or the medics were injured as a result of the incident.

Event description:
The end user reported while unloading a patient from the ambulance, the stretcher's safety bail allegedly did not engage with the hook and the stretcher lowered to the ground from the ambulance. It was confirmed neither the patient nor the medics were injured as a result of the incident.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evalaution of the subject stretcher at the customer's location. It was discovered the springs in the safety bail assembly were broken. New springs were installed on the assembly as well as other unrelated preventive maintenance activities. The stretcher was confirmed to be functioning as intended and was returned to service.